Event description:
Reference number (B)(4). Event occurred in the united states. On 08-jun-2024, it was reported that the patient faced tubing was kinked by the cannula site area, which cause the patient blood glucose levels elevated to 310 mg/dl, therefore patient had received mdi injections. The patient also reported that he first went to emergency room and was subsequently hospitalized. The patient had high ketones and received treatment IV and fluids of saline and insulin in hospital, and he was released from hospital on 10-jun-2024. The product was in use for three days. No further information available.